Event description:
It was initially reported that the physician was having difficulty communicating with his pt's using the programming wand. The device was returned to the manufacturer for analysis, but has yet to be completed.